Event description:
Material- :n-a. Material lot- n-a. I'm a nurse and I use the ultra fine 6mm 50ui syringes a lot. They've been my choice for botulinum toxin for years. I decided to send this complaint claiming that a syringe came with the tip of the needle transfixed in its protective cap and during my service, when I needed a new syringe, I punctured my finger. I had to stop seeing the patient and change the glove.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.